Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a patient presented for a routine follow-up in clinic. Upon interrogation of the patient¿s right atrial lead, it exhibited elevated capture thresholds and decreased sensing. No intervention was reported. The patient¿s condition was stable throughout the event and will be monitored.